Event description:
Per the clinic, the patient experienced no sound from device and poor performance since activation. Reprogramming attempts were made; however, the issue could not be resolved. It was discovered the electrode is completely out of cochlea resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.